Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 surgimend was not returned for evaluation, however a picture was provided and evaluated: DHR - the lot met all aspects of the product specification and the proper manufacturing steps and materials were used to create this lot. Failure analysis - no failure analysis could be completed for this complaint as no device was returned for evaluation; however, this event is confirmed since the picture provided by customer confirms the alleged defect in the meshing pattern of the device. Root cause - based on the information given by the customer, a root cause cannot be determined. However, there are two possible root causes for this event: damaged blades on the cutting die used to make the mesh pattern, or improper arbor height on the die due to improper adjustment, installation, or maintenance. Additionally, this event is confirmed since the picture provided confirms the alleged defect in the meshing pattern of the device. Corrective actions are in process to correct the reported event.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "when product removed from packaging and soaked prior to use, it became apparent that the meshing pattern was not uniform. It appeared as though the perforations were not full-thickness in some parts of the mesh (in a diagonal pattern). Further soaking, and stretching did not resolve this. The mesh otherwise appeared normal, with the usual integrity, strength and pliability. As the majority of perforations were full thickness and the issue did not compromise on the overall size of the mesh when stretched, it was deemed safe to use." No patient injury, no surgical delay.